Event description:
During a follow-up, far-field p-wave oversensing was observed on the right ventricular (rv) lead. A lead dislodgement was suspected but was not confirmed. No intervention has been performed at this time. The patient was stable and will continue to be monitored.

Event description:
Additional information was received that the lead was repositioned to resolve the event.